Manufacturer narrative:
The device was received with operating currents within specifications. No unexpected low battery alarms noted. The device passed basic occlusion test and displacement test, no motor error alarms were noted. However, unable to prime device during prime test due to faulty force sensor unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Device was received with scratched lcd window. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Low reservoir alarm feature working properly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was performed. The device was returned for analysis.